Event description:
It was reported that while using the unspecified bd¿ needle the needle pulled out of the hub. The following was received from the initial reporter: after injection the needle was missing and was afraid it could be in his body as he didn't see the needle in the syringe, but felt it may have retracted. The full dose of medication was also not fully delivered. Doe 18aug2023.

Manufacturer narrative:
H6: investigation summary as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and/or lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the unspecified bd¿ needle the needle pulled out of the hub. The following was received from the initial reporter: after injection the needle was missing and was afraid it could be in his body as he didn't see the needle in the syringe, but felt it may have retracted. The full dose of medication was also not fully delivered. Doe (B)(6) 2023.